Event description:
It was reported that the system monitor needed to be recalibrated. The customer attempted to reset the software by touching the screen in the upper left, lower left, and lower right, but commands did not take after several attempts.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the evaluation of the system monitor confirmed the reported event. The touchscreen required re-calibration and the unit now functions as intended. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The system monitor was received into inventory on (B)(6) 2011. The system monitor shipped to the customer on (B)(6) 2011. The unit was manufactured on (B)(6) 2011. Heartmate ii power module instructions for use revision b states if the screen does not function, contact thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.